Manufacturer narrative:
Added d.4. Catalog#: ptb086275.

Manufacturer narrative:
Corrected address for section e.1.

Manufacturer narrative:
Joseph a.s., sandhu, b., khalil a., lopera j. Transjugular portosystemic shunt reductions: a retrospective single-center experience. J vasc interv radiol 2019; 30:876¿884, https://doi.org/10.1016/j.jvir.2019.01.031. The gore® viatorr® tips endoprosthesis instructions for use (IFU) note that adverse events may include, but are not limited to: arteriovenous fistula formation, embolism, fever, hemoperitoneum, entry site bleeding and/ or hematoma, vessel trauma, hepatic artery injury, hepatic vein occlusion, gall bladder puncture, bile duct injury, hemobilia, hemolysis, hepatic infarction, portal vein injury, portal vein occlusion, pulmonary edema or infarction, pseudoaneurysm formation, transient or permanent contrast induced renal failure, renal toxicity, recurrent variceal hemorrhage, recurrent ascites, sepsis, shock, subcapsular hematoma, new onset or worsened encephalopathy, liver failure, radiation injury, deployment failure, prosthesis malposition, prosthesis migration, prosthesis/ device failure, implant infection, thrombosis, stenosis, occlusion, exacerbation of respiratory complications, congestive heart failure, impaired venous return, myocardial infarction, cerebrovascular accident, and/or death.

Event description:
This information was received through literature article "transjugular portosystemic shunt reductions: a retrospective single-center experience" published online in the journal of vascular and interventional radiology 21 may 2019. This article reports the results of a single-institution retrospective review analysis between 2007 and 2017 on patients undergoing tips reduction for hepatic encephalopathy (he), acute liver failure (alf), and pulmonary hypertension (ph). One patient received a 8mm x 60mm gore® viatorr® tips endoprosthesis. The patient developed ph five days after tips creation and an hourglass shunt reduction procedure was performed using an 8mm x 59mm icast stent. There was improvement of ph and the patient received a transplant 15 days after the reduction procedure.